Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined pyxis medstation es not powering on. The field service engineer found that there was a power issue with the medstation on the auxiliary device. The engineer removed the pyxibus cable for the auxiliary device and tested the power button, which powered on successfully. On further inspection, a field service engineer identified drawer 4.2 as the cause of the power outage, replaced the drawer board, rebooted the device and resolved the power issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es,device not powering on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.